Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support and continued using the pump for insulin therapy, and no additional information was obtained.